Event description:
Reportable based on returned device analysis completed 28 oct 2021. It was reported that a failure to deploy the distal filter occurred. A sentinel cerebral protection system (cps) was selected for use in a transcatheter aortic valve replacement (tavr) procedure. The physician was unable to deploy the distal filter. The sentinel cps was removed and another sentinel cps was used to complete the procedure without further issue. However, the returned device analysis revealed that the proximal filter of the sentinel cps was torn.

Manufacturer narrative:
Device returned to manufacturer: the sentinel cps was retuned for analysis. Visual inspection of the returned device revealed the distal filter was unsheathed, the proximal filter was sheathed, the articulating sheath was relaxed, the o-ring was detached and the outer shaft was kinked. Xray examination revealed the pull wire was kinked. Microscopic examination revealed the outer shaft was kinked near to the handle. Functional testing revealed the articulating sheath could not be flexed due to a kink in the pull wire. Before flushing, the proximal filter was unable to be un-sheathed using the proximal filter slider. After flushing, the distal filter was able to be sheathed and unsheathed using the distal filter slider. The proximal filter was able to be unsheathed using the proximal filter slider. After deployment, the proximal filter was found to be torn. The outer shaft/sheath was dissected. Following dissection, wear was found on the forcing braid of the internal part of the outer shaft/sheath (inner shaft/sheath).